Manufacturer narrative:
The review of the complaint history files and device history record for lot number 14e1306g shows no similar complaint and two manufacturing nonconformities regarding this lot number, which were unrelated to the reported event. The prismaflex m100 set was not returned for investigation. The exact root cause of the reported disconnection remains unk.

Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine and a prismaflex m 100 filter set. Approximately two hours into treatment the venous return line that was connected to a blood warmer became disconnected. Treatment was temporarily stopped and the blood in the extracorporeal circuit was not returned to the pt resulting in an estimated blood loss of 150 ml. Treatment continued on the same machine with a new filter set. There was no information indicating the pt was symptomatic or required medical intervention as a result of this event. The pt was scheduled to have a blood transfusion prior to this event and based upon the pt's hemoglobin before and after the event, the blood transfusion was given.